Event description:
We are reporting two events in this one report. A nurse applied a polar care unit for cooling therapy to the patient's knee. The device was set up according to the manufacturer's instructions and plugged into an electrical outlet. However, less than 30 minutes later, the patient called the nurse to report that the unit was turning off and on independently. The rn checked the system and could not find any obvious defects. Engineering checked the electrical outlet and could find nothing wrong with it. The device was removed and a new one was obtained, which worked fine. The second event is nearly identical except that the polar care unit began to turn itself off and on almost immediately after the nurse plugged it into the electrical outlet. Staff are concerned that there may be a short in the electrical system inside the device that they cannot see. No patients or staff were harmed in either event. There are two different lot numbers for these products: 29957805 and 29960241. Both are the same model number (pc 300).